Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00694. It was reported that during a trial, a patient experienced irritation on their ribs and abdomen. The physician believes it was due to a venous hematoma. As a result, the physician elected to explant the leads.